Event description:
Surveillance study. It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the de novo, type c, 90% stenosed 3.0x26mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified 2.0x15mm balloon inflated to 14 atmosphere's (atm's) and the placement of a 3.0x32mm taxus express2 drug eluting study stent deployed at 10 atm's. Post dilation was performed with a kissing balloon technique using the taxus express 2 delivery system balloon inflated to 14 atm's and the pre dilation balloon inflated to 16 atm's. Ivus was performed confirming the stent was well apposed resulting in 0% residual stenosis. The patient was discharged 2 days later on bayaspirin and cilostate. No angina was confirmed at the 1 & 6 month follow up visits. At 289 days post the index procedure, an angiogram revealed in stent restenosis. A pci the same day treated the 75% restenosed 3.5x12mm target lesion located in the proximal lad resulting in 0% residual stenosis. The patient was discharged two days later. At 10000u of herparin was administered. Per the physician, the event was listed as "possibly" related to the study device. No angina was confirmed at the 1 year follow up.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.